Manufacturer narrative:
The customer advised physio-control that they have decided to not return their device to physio-control. The customer also advised that they have not observed any additional issues since their initial report. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The customer advised that the device showed ok on the readiness display and confirmed that the on/off button was being pressed appropriately and should power the device on. The customer then advised that a "black tab" that keeps the lid closed appeared (visually) to be aligned properly. The customer then made an adjustment to the tab so that it was straight and the device began powering on with voice prompts. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.